Manufacturer narrative:
The motor error alarm occurred during the basic occlusion test and the compromised force sensor error alarm occurred during the priming test due to faulty force sensor resistor. The motor was tested outside of the device and passed the motor tests. There was no damage found on the motor and the device had a missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose, compromised force sensor system alarm and motor error alarm on the insulin pump. Customer's blood glucose level was 45 mg/dl. Troubleshooting for the manual prime was performed. Customer advised during the manual prime process insulin squirted out. Customer advised the drive support cap was normal. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.